Manufacturer narrative:
Note: the anesthesia record for the procedure indicates that the first cpb period was completed at 10:13 am and that cpb was re-instituted at 10:14am. There was no mention of a circuit malfunction in this report. The anesthesia record also indicates that the pt was weaned from cpb a second time at 10:37 am.

Event description:
A cardiovascular surgeon report (cvsr) states that cardiopulmonary bypass (cpb) had to be re-instructed after the pt was weaned from cpb, due to hypotension and bradycardia. The cvsr states there was a circuit malfunction during the re-initiation of cpb, and a delayed in cpb in order to minimize the risk of embolization. An air embolus was noted and it was purged. The device was not changed out. No other details regarding the nature of this event were provided. No terumo product is clearly indicated to have malfunctioned during the procedure.

Manufacturer narrative:
This complaint could not be confirmed since the product was not available for evaluation or testing. No information has been received documenting a malfunction in the system 1 hardware or software that would have caused the alleged embolus or indicating a possible source of air that would have formed an embolus. There was no reported blood loss to the patient. Review of manufacturing records, service records, non-conformance databases, and the corrective and preventative action system did not reveal any defects or failures that would have been a factor in the complaint event. No devices or samples were sent to manufacturer for evaluation by this. Without return of the suspect equipment, simulation of the complaint event could not be performed. No further action indicated at this time.